Event description:
It was reported that a revision surgery was performed due to unknown reasons.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details and the reason for revision. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of part number. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Our clinical evaluation noted that no clinical supporting documents have been provided to explain why the revision occurred. It was reported that during the revision surgery the threaded nipple of the impactor handle broke off during stem insertion. The surgeon was still able to use the impactor. The stem was well seated and the threaded end stayed in the re adapt revision stem. Although, the fractured off portion was not returned the remaining portion was and a visual inspection revealed that the anthology inserter fractured at the tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. It was further communicated that following this revision the patient was brought back in a week later. All implants were removed including the threaded nipple of the impactor handle. Antibiotic spacer was implanted instead due to infection. A date for the follow up revision post implantation of the antibiotic spacer has not been communicated. No clinical supporting documents were provided to conduct a thorough assessment of the reported infection. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) Reportedly, a revision surgery was performed. No clinical supporting documents have been provided to explain why the revision occurred. During the revision surgery the threaded nipple of the impactor handle broke off during stem insertion. The surgeon was still able to use the impactor. The stem was well seated and the threaded end stayed in the re-adapt revision stem. Although, the fractured off portion was not returned the remaining portion was and a visual inspection revealed that the anthology inserter fractured at the tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. It was further communicated that following this revision the patient was brought back in a week later. All implants were removed including the threaded nipple of the impactor handle. Antibiotic spacer was implanted instead due to infection. A date for the follow-up revision post implantation of the antibiotic spacer has not communicated. No clinical supporting documents were provided to conduct a thorough assessment of the reported infection. Should additional information be provided, the clinical/medical investigation task will be reopened.